Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported on (B)(6) 2015, when unpacking the sterile device packages when received at the medical facility, it was noted one of the package was becoming unsealed. There was no patient harm or injury as the defect was noted upon receipt of the package and did not come into contact with a patient or sterile medical setting. It was reported the package is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch kit. A visual examination of the returned kit noted that the product was opened, although torn near the label instead of along the vendor seal as originally reported. The customer's reported complaint description of the pouch tearing is confirmed. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing failure. A possible contributing factor could have been handling damage after the device left the manufacturing facility. If the opened in a forceful manner or held at an angle while tear. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the packaging process, the pouch receives multiple 100% visual inspection for damage. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.